Event description:
Baxter received a report stating that pst 500 u left leg jacking cylinder and caster detached from table base chasis. No harm or significant impact to the surgical procedure was reported.

Manufacturer narrative:
The medical device pst 500 is a mobile and configurable operating table, which is intended to be used in combination with specific tabletop sections, pads and accessories for patient positioning on the operating table during surgery, from the induction of anaesthesia through the actual surgery to recovery from anaesthesia. A visual inspection was performed from fst onsite. The result was that the wheel with the jack cylinder was separated from the chassie. The cause for this is unknown. The wheel was replaced to resolve the issue. Based on this information, no further actions are required at this time. Although there was no reported injury with this event, if the report of caster detached from table base were to recur, it could potentially cause serious injury or death. Therefore baxter is reporting this event.

Manufacturer narrative:
The investigation is ongoing. All additional and relevant information that is identified following completion of the investigation will be submitted in a final report.

Event description:
Baxter received a report stating that pst 500 u left leg jacking cylinder and caster detached from table base chasis. No harm or significant impact to the surgical procedure was reported.